Event description:
Customer reported their buttons were unresponsive. The customer's blood glucose was 305 mg/dl. Customer could not bolus for their blood glucose as their buttons were unresponsive. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
Insulin pump received with intermittent buttons, due to light moisture damage to keypad traces. Insulin pump received with minor scratches on lcd window, missing end cap sticker and broken belt clip.